Manufacturer narrative:
The reported events were lead dislodgement, high pacing lead impedance, r-wave amplitude variation, inappropriate shocks, and sensing noise. As received, a complete lead was returned in one piece with the helix fully extended and clogged with dried blood. The measured full helix extension length was within specification. The reported events of high pacing lead impedance, sensing r-wave amplitude variation, inappropriate shocks, and sensing noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented for a generator change. The patient was receiving inappropriate shocks due to oversensing noise on the right ventricular (rv) lead. During the procedure, the rv lead was found to be dislodged and when repositioning the rv lead had high pacing impedance and r-wave amplitude variation. The physician elected to explant and replace the rv lead during the procedure. The patient condition was stable.